Manufacturer narrative:
This report is submitted on june 17, 2020.

Event description:
Per the clinic, it was reported that the patient sustained a head injury, resulting in swelling at the implant site and dislodgment of the implant magnet. Subsequently, the patient underwent revision surgery on (B)(6) 2020, to reinsert the implant magnet; however, during the surgery it was discovered that the implant magnet was under the patient's skull due to the trauma. Subsequently, the surgery was aborted and rescheduled. On (B)(6) 2020, the patient underwent revision surgery again in order to retrieve the implant magnet and reinsert it into the implant pocket. The surgery was reported to have been successful with no complications.